Event description:
Procedure type: open gastrectomy. Patient gender: unk. According to the reporter: on removal of the instrument after firing, it was noticed that not all of the stomach had been stapled. Surgeon completed the anastomosis by hand sewing. No blood loss or tissue loss occurred as a result. The time added to the case was around 30 minutes. The surgeon believes that a bigger stapler might have been a better size for that particular patient. No patient details were available. No patient injury was reported.